Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 355029, lot# n101184, implanted: (B)(6) 2007, product type: accessory. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
The consumer reported that her patient programmer was not working and she wanted something done about her implantable neurostimulator (ins). When synched with the ins, the patient programmer showed the message to charge the ins. The patient noted that if she did not put the belt on tight, it did not charge well. After charging the ins fully, the patient later reported that she was still unable to use the patient programmer to turn the therapy on. The patient confirmed seeing the stim on icon on the implantable neurostimulator recharger (insr), but still was not feeling that stimulation was on. Since charging her ins, the patient only felt stimulation sensation once, briefly. There were no reported falls or trauma related to this issue. It was reported that the patient had two CT scans a couple weeks ago, but the device/therapy was working fine after the CT scan. The patient tried increasing amplitude and still did not feel stimulation sensation. She also reported that none of the 4 programs worked either. The reported symptoms included a loss of therapy, the patient's legs were "killing her all weekend", her sciatic was bad, and she was starting to hurt badly. It was noted that her nerves being bad and her knee that was "killing her" began prior to implant; this was part of the reason her knee was so bad. Additional information received from the consumer reported that the patient did not feel stimulation except in some positions and her device had gone out sometime around (B)(6) 2015. Reprogramming was requested. It was noted that the patient had 7 back surgeries. The patient was scheduled to meet up with a manufacturer representative on (B)(6) 2015. No outcome or actions taken / interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. Information about difficulty placing lead captured in related pe: (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient could no longer feel stimulation. No falls or trauma were related as there had been none around the time of the change in therapy. The low battery icon had been noticed around the time of the therapy change. The patient had then charged the stimulator and was not getting therapy. This was not related to positional movement. Impedances were tested and all were found to be greater than 3600 ohms. Therapy impedance was also greater than 3600 ohms. The patient had not met with a rep or had any programming changes in several years so the lead configuration should¿ve been correct. The loss of stimulation was noted to be sudden with an event date of (B)(6) 2015. Additional information received from the rep reported that the patient did not have a managing physician. She had been seen by another doctor who was not her normal doctor. After review of the impedance tests it was determined that the lead was not usable as it was. The patient wanted the system removed because she was doing better with her pain and wasn¿t using it much anyway. They were trying to find a physician close enough to the patient to have it all removed. This event will be updated if additional information is received.

Event description:
Additional information received from the consumer reported that the patient had surgery to have the whole system removed, and the patient was now in a lot of pain. No outcome was reported for this event. If additional information is received, a follow up report will be sent.